Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The representative reports that the lv lead impedance is high and there is noise on the lv lead. As of 07/17/2015 this lead remains implanted.